Manufacturer narrative:
Concomitant medical products: sedr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited cross talk and oversensing of the t-wave resulting in safety pacing. Slight increase in thresholds was also observed. The rv lead remains in use. No patient complications have been reported as a result of this event.